Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain and rsd/causalgia-complex regional pain syndrome on (B)(6) 2016. It was reported that the patient started experiencing belly stimulation on (B)(6) 2016. The patient was seen on (B)(6) 2016 by the health care provider for a complaint of a bulge at the anchor site and no stimulation in the back and that it was all in her belly. There were no environmental/external/patient factors that were noted as contributing to the change. The manufacturer representative tried to reprogram the patient and was able to use the lower electrodes for leg and buttocks stimulation, but anytime that there was an attempt to get back stimulation, the patient complained of belly stimulation. X-rays were taken and the results showed that the lead had migrated down, but the health care provider said not in a sufficient manner that would cause a change in therapy. The patient was reprogrammed on (B)(6) 2016 and the manufacturer representative was able to get great leg coverage and to the lower back/buttocks with higher amplitudes without any belly stimulation on one lead with a gapped bipole. No surgical intervention occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.